Manufacturer narrative:
Returned product analysis revealed residual dried contrast media and blood throughout the catheter shaft. Due to the condition of the shaft, testing relative to the reported deflation difficulties could not be performed. The cause of the difficulties could not be determined.

Event description:
After post stent dilatation, the balloon would not deflate. A syringe was used to deflate the balloon in approximately 60 seconds. No patient injuries or complications occurred.